Manufacturer narrative:
Smiths medical and our supplier's eval could not be performed as no sample was returned. Without the sample, we cannot confirm the report of the catheter not deflating. Info provided was that pt had a small amount of blood after removal of catheter, however, urine did clear. Further attempts have been made to contact the facility to get add'l info and the sample returned, however, they have been unsuccessful. Conclusion: without the actual device for eval, smiths medical cannot confirm the validity of the complaint or the root cause of the foley catheter not deflating. Per our instruction for use, it states to verify catheter function before use by inflating and deflating the balloon using sterile water and a syringe.

Event description:
Product problem.